Manufacturer narrative:
The investigation for the hemolysis, thrombus, and low pump flow has been completed. The pump was not returned for investigation. According to the provided clinical details, thrombus-like material was observed outside the cannula, with no position-related issues. Hemolysis worsened during the case, and the pump flow was also inaccurate. The doctor decided to explant the device. According to the data log, a motor current spike was reported, followed by pump flow saturation on day reported hemolysis. No abnormalities were reported in the placement signal or positioning issues. The low pump flow failure mode was changed to saturated pump flow failure mode after a data log review. Additionally, thrombus failure was removed since it was addressed under the causes of hemolysis and saturated pump flow. The cause of the saturated pump flow issue was most likely biomaterial, based on data log review and given clinical details. The cause of the hemolysis issue was most likely biomaterial, based on data log review and given clinical details.

Event description:
A complainant reported a patient was on impella 5.5 support. While on support, hemolysis appeared worse and flows were 'false'. There was a dissociation of systolic signals and the decision was made to remove the impella 5.5 and was replaced with a left ventricular assist device (levitronix). The patient periarrested on the table during induction. The surgeon reported there was clot formation at the impella inlet. The impella 5.5 was removed due to hemolysis and incorrect flow data displayed. The patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible." Section: use of echocardiography for positioning of the impella catheter: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it." Impella catheter too far into the left ventricle: "obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine." Section: hemolysis: "hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis." "Patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis." Section: suction: "suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure."